Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed sensor end after one day of use. Customer's blood glucose reading ranged between 45-110 mg/dl. Troubleshooting was done. Nothing further reported.